Manufacturer narrative:
This complaint of a leak in the catheter is confirmed. The catheter was returned in three sections. All the ends of the catheter have been cut. This may have been done to render the catheter non-functional after removal. During functional testing a spraying leak was observed emanating from the proximal section. The leak site is located the 13 cm depth marker. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. At this time the mechanism of damage is undetermined. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the mfg process. A lot history review (lhr) of rewg10246 showed no other similar product complaint(s) from this lot number.

Event description:
A 4 fr s/l solo power PICC was inserted on (B)(6) 2012. On (B)(6) 2012 started leaking, PICC nurse removed it and did an exchange on (B)(6) 2012. It was leaking external to the pt, above the suture wings. There was no apparent harm to the pt. The line was cut several places for the exchange. During investigation the leak was found to be subcutaneous.